Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 08/28/2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the "patient disconnect" and the "oxygen not available" alarms occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 16nov2018. Date of manufacturer: 15nov2018. Philip's international service technician could not duplicate the reported event. However, error code 1111 (oxygen device failed) was found in the error log. The service technician determined that just prior to the event, the circuit had come off while the oxygen concentration setting was at 25%. The unit was returned to the customer without repair and without periodic maintenance which had been canceled by customer request. The unit was checked overall, cleaned and functionally tested.